Manufacturer narrative:
Medtronic received the following information from the journal article entitled; late open conversions after endovascular abdominal aneurysm repair in an urgent setting. Paolo perini, mauro gargiulo, roberto silingardi, elio piccinini, patrizio capelli, antonio fontana, mattia migliari, giancarlo masi, matteo scabini, nicola tusini, gianluca faggioli, and antonio freyrie. J vasc surg 2019 (69) issue 2 https://doi.org/10.1016/j.jvs.2018.04.055. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant, talent and aneurx stent grafts were implanted in patients for endovascular aneurysm repair. The patients required late open conversion. The following events were reported: death.